Event description:
Event description boston scientific received information that this atrial lead was abandoned surgically due to impedance measurements greater than 2500 ohms and a suspected lead fracture.